Manufacturer narrative:
Isi has requested that the fenestrated bipolar forceps instrument associated with this complaint be returned for analysis to confirm/identify any reportable failure mode(s). However, the instrument has not yet been received. If additional information is obtained, a follow-up MDR will be submitted. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 7 uses remaining after this last usage. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. Image review was conducted by isi's clinical development engineering and post market investigation teams: the images showed a layer of colon stuck between the shaft and clevis of the fenestrated bipolar forceps. One image showed another instrument pushing against the tissue, likely to free the stuck tissue. Another image showed the colon mostly free from the fenestrated bipolar forceps, apart from a thin connection. The tissue appeared to be pinched between the main tube and proximal clevis. Not a common failure mode. This could have been by applying a side load to the instrument distal end, causing the gap between the main tube and clevis to increase, then moving tissue near the clevis to the main tube interface, then removing the side load, so that the gap closed, and the tissue got pinched between the two components. However, the root cause cannot be determined without failure analysis of the instrument. This complaint is reportable due to the following conclusion: the complaint acknowledges that tissue was caught between the fenestrated bipolar forceps instrument shaft and the joint with no evidence or claim of user mishandling or misuse. While the tissue that was caught was trivial fatty tissue of the omentum that was released with no medical intervention required, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The site confirmed there was no malfunction of the instrument. Moreover, the logs confirmed that the fenestrated bipolar instrument has been used in subsequent procedures. Blank MDR fields: follow-up was attempted. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that during a da vinci-assisted myomectomy surgical procedure, while the customer was using a fenestrated bipolar forceps, the colon tissue was caught between the instrument shaft and the joint. There were no serious injuries, but the intestine could be torn. The procedure was completed. On 04-oct-2021, intuitive surgical, inc. (Isi) contacted the site, and an or nurse provided the following information regarding the reported event. It was reported that during a da vinci-assisted myomectomy surgical procedure, while the customer was using the fenestrated bipolar forceps, it was confirmed that it was the fatty tissue of the omentum was caught between the instrument shaft and the joint. The tissue was pulled lightly and released using the large needle driver instrument on another arm. It was confirmed there was no repair or medical intervention required to address the reported issue, as there was no injury. The cause of the reported issue is unknown. The nurse confirmed the following: the surgeon did not use the instrument for retraction to have pulled in the tissue. The site had inspected the device, and there was no damage. The procedure was completed robotically there is no video recording available. No further issues were reported. The site could not provide any patient-related details.